Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 122" and "pacer fault 126" messages when biomed attempted to decrease pacer value. Complainant indicated that there was no pt involvement in the reported malfunction.